Event description:
It was reported that the insulin pump had a broken display screen and case. The reporter did not know the blood glucose reading. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with the display functioning properly. No missing segment, partial display and no broken lcd glass noted. However, the insulin pump was missing display window. The insulin pump has cracked case on the upper right side corner at display window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.